Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unspecified reasons. During the procedure the existing preconnected cylinders and pump were removed and new components were implanted. No information was provided about the patient's outcome.